Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pocket heating with stimulation at the ipg site that travels down the patient's leg. The first programming attempt resolved the issue, however; as of (B)(6) 2014, the issue re-occurred. X-rays did not reveal any anomalies. Surgical intervention will be taken to address the issue.